Event description:
Information was received indicating that an air leak was noted to a smiths medical portex® blue line ultra® tracheostomy tube at the "gas-cut sleeve and the air bag." It was reported that the patient routinely replaces the gas-cut sleeve. There were no reported adverse effects.